Event description:
The surgeon reported that the patient's "intramedullary stem has loosed in the femoral component. I would like a new femoral component with a longer intramedullary stem. The revision was successfully completed on (B)(6) 2014 with no adverse patient consequences reported.

Manufacturer narrative:
A review of the device manufacturing records was performed and no non-conformances were identified. The reported complaint was unable to be confirmed after review of the patient's x-rays. There is no evidence of breakage or fracture. If additional information is obtained, a supplemental report will be provided.

Manufacturer narrative:
A proximal tibia revision procedure has been successfully completed with no reported complications. A review of the x-ray could not confirm the disassociation. The reported stem disassociation could be as a result of patient factors such as trauma, obesity, activity levels, disease progression and/or surgical factors or preferences and not necessarily related to the device itself. This complaint is being closed, and is being tracked and trended.

Event description:
The surgeon reported that the patient's "intramedullary stem had loosed in the femoral component "I would like a new femoral component with a longer intramedullary stem". The revision was successfully completed on (B)(6) 2014 with no adverse patient consequences reported. This is a supplemental report to 3004105610-2014-00060 (B)(4).